Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device however, customer has discarded it; replacement was sent.